Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction associated with the clip delivery system. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported worsening mitral regurgitation and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
This is being filed as approximately four months post the implantation of a mitraclip, the mitral regurgitation grade increased and the cause of the increase was not known. Another procedure was performed. It was reported that a mitraclip procedure was performed on (B)(6) 2014 and one clip was implanted reducing the degenerative mitral regurgitation (mr) grade from 4 to 2. On (B)(6) 2014, the patient underwent a second mitraclip procedure due to a major jet that was seen directly medial to the implanted clip. The etiology of the jet could not be confirmed and reportedly may have been the jet that was seen during the (B)(6) procedure. The originally implanted clip was found to be stable and well attached to both leaflets. During the second procedure, two clips were implanted reducing the mr grade from 3 to 1. All devices worked as intended. No additional information was provided.